Event description:
It was reported that the markers were retrieved with difficulty and the insertion tip along with collagen plug broke inside the probe. The doctor was able to complete using another mammomarker to complete biopsy. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Clear tip. Evaluation summary: the analysis results of the mam3008 found that the tip of the introducer tube was received sheared off at the distal end and the piece with the collagen plug inside a sample bag was received for analysis. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the patient breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the patient breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. In addition, a corrective action has been initiated to address the root cause of the finding. A batch record review was performed and no anomalies were found during the manufacturing process.